Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that markers were slightly misaligned on one small section of the stored ventricular heart rate (vhr) episode. The device remains in use. No patient complications have been reported as a result to this event.